Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. No damages or defects were observed that would result in a needle not deploying. Device ran for 757 pulses with no timeouts or drive stalls. In addition, the needle mechanism and soft cannula assembly were investigated for any manufacturing deficiencies that would cause the cannula to improperly insert. No problems were found. The cause of the cannula not properly inserting could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose reached 320 mg/dl while wearing the pod between 24 and 36 hours. The needle mechanism did not deploy as intended during activation. This caused the cannula not to insert correctly. The pod was then removed.